Manufacturer narrative:
Bed was checked and found the new software for the joystick had not been installed. With the new software, the issue did not reoccur. (B)(4).

Event description:
Customer reports bed moves w/o user intervention. No pt harm was reported and no further info was provided.